Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging foam contamination in motor blower. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that it was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging foam contamination in motor blower. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for investigation. During evaluation foam contamination was found to be visible on the blower box. The trilogy motor blower assembly kit would need to be replaced to resolve the issue. Decision was made for device to be scrapped. Additionally, unrelated to the foam issue, an error code related to the internal battery was observed during evaluation at the third-party service center. Err_int_li_ion_depleted indicates that the internal battery has been depleted. The internal battery was charges to address the issue. There were no additional error codes observed related to the failure or malfunction of the internal battery. Also, the device was found to be missing rubber feet, the handle and the handle o-rings required replacement.